Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat an unknown lesion located in an unspecified coronary artery with a 2.50x28mm taxus liberte drug eluting stent. The stent delivery system was unable to cross the lesion. It was noted "a strut was bent/damaged". The procedure was completed with a taxus liberte 2.50x20mm stent. There were no reported patient complications.